Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, a (B)(6) male child patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 9.7 mmol/l at the time of the event. The infusion set had been used for two days. Moreover, they were going to replace the infusion set and resume insulin. No further information available.